Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion, containing 90 degrees bend was located in the severely tortuous and severely calcified vessel. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. Howevever, it was noticed that the stent proximal edge was lifted. The procedure was completed with a different device. No patient complications were reported.